Manufacturer narrative:
Based on the claim against the product by the customer, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to evaluate the reported issue and failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of failed engagement test to be related to the customer reported complaint. Based on log review, the instrument was found to have multiple engagement failures, error code 22020, roll hardstop failures. The engagement failures were replicated during in-house testing for installs 1 and 2. The instrument passed engagement 1 out of 3 times that it was installed on the in-house system with a cannula seal and an in-house drape installed. The instrument passed initialization for the 3rd install. The instrument passed the recognition and engagement tests. The jaws opened and closed properly. The instrument clamped, fired, and unclamped successfully. The instrument was fired with a sureform green 60 reload.additional observations not reported by site were also identified. The sureform 60 instrument was found to have a binding roll bushing. The instrument's main tube was manually rotated, and friction was observed. The roll bushing was found to be out of specification, likely causing the increased roll friction. The root cause of this failure is attributed to manufacturing. The instrument also failed the intuitive motion test during in-house testing. The instrument was found to have imprecise motion at the roll direction. The instrument¿s grip tips were not moving intuitively, i.e. They were not following the master tool manipulator (mtm) input commands smoothly in the roll direction. The housing was removed, and the instrument was found to have bearing corrosion. As a result, friction was observed when the instrument was manually rotated off the system. A grindy friction was observed when the main tube was manually rotated. This event is considered a reportable malfunction due to the following conclusion: the customer converted to open surgery after the start of the procedure due to the sureform stapler instrument not engaging to the robot.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, the sureform stapler 60 instrument would not engage with the robot. There were multiple stapler instruments in the same lot number tried. The procedure was converted to open surgery. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: both stapler instruments used had the engagement issues. The instruments were inspected prior to use. Both stapler instruments were used in the same procedure. The stapler instruments were failed to engage when placed on the arm. The error message displayed was engagement failure. The first stapler instrument was fired successfully once, then did not re-engage. The second stapler instrument did not engage at all. The procedure was converted to open surgery due to lack of access to the anatomy to complete intracorporal anastomosis. The surgeon believed what contributed to the complication was needing the stapler instrument full range of articulation to ensure proper anastomosis. The laparoscopic stapler could not achieve optimal trajectory in turn outing overwhelming tension on the tissue. The procedure was converted to a larger open paramedian incision. The surgeon did not have the ability to stable robotically and unable to access the anatomy with laparoscopic instrumentation which lead to procedure conversion. The surgeon did not go into the procedure anticipating possibility of converting. The patient had tolerated the conversion, and it was an undesired open incision location.